Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. Root cause: cannot duplicate with retains. Source: email.

Event description:
Quidel hr reported 1 false positive sofia sars result for 1 employee during on-site employee testing. It is unknown whether the patient was asymptomatic or symptomatic. The result was confirmed negative through pcr testing